Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they were implanted on the morning of the call and she had not been able to urinate since the surgery. The caller stated she seemed like she was retaining water and swelling. The caller noted they were going to the emergency room. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.